Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a blank display after getting a failed battery test alarm. Troubleshooting was performed and the display remained blank. Nothing further was reported.